Manufacturer narrative:
Per mammosite instruction manual contraindications, "do not deliver radiation if the minimum distance from the balloon surface to the skin surface is less than 5mm; or if the distance from the balloon surface is 5mm over a continuous length greater than 1 cm on the surface of the skin.

Event description:
Per FDA report, mammosite device was placed and CT imaging showed the balloon to be 4.99mm from the skin surface. Three weeks post mammosite radiation therapy, the patient developed evidence of necrosis of the skin overlying the balloon surface. Patient developed a chronic, non-healing, draining wound which required local excision of the necrotic breast tissue with skin flap closure which resulted in poor cosmetic result.